Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted in the atrium near the tricuspid valve by mistake. The mistake was discovered after the patient received an inappropriate shock. The lead was capped and replaced on (B)(6) 2016. The patient was in good and stable condition.